Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise while the patient was performing basic home activities. Boston scientific technical services (ts) discussed programming options. The sensing was reprogrammed. One and a half years later the patient was explanted for an upgrade procedure for an upgrade procedure to a bi-ventricular ICD. The device was returned for analysis. No adverse patient effects were reported.